Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's left hip was revised after patient fell in the hospital, sustaining a periprosthetic fracture of the trochanter of the femur.

Manufacturer narrative:
An event regarding revision due to periprosthetic fracture involving a securfit stem was reported. The event was confirmed through medical review. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: a traumatic overload condition due to a reported fall has contributed to a periprosthetic fracture around the securefit max stem requiring revision. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusion: a review of the provided medical records and x-rays by a clinical consultant indicated a traumatic overload condition due to a reported fall has contributed to a periprosthetic fracture around the securefit max stem requiring revision. It is reported that the stem was replaced with a restoration modular construct with a new v40 lfit femoral head and three cables to stabilize the fracture. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's left hip was revised after patient fell in the hospital, sustaining a periprosthetic fracture of the trochanter of the femur.